Event description:
It was reported that the patient began experiencing lower extremity tingling. An MRI was done; the date and results were not reported. The pump dose was being decreased by the hcp (healthcare provider) to decrease the size of or resolve a possible inflammatory mass. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering morphine (25 mg/ml at 10 mg/day), hydromorphone (15 mg/ml at 6 mg/day) and fentanyl (2500 mcg/ml at 1000 mcg/day). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID unknown catheter, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that a CT myelogram on (B)(6) 2014 diagnosed a granuloma at the tip of the catheter that was approximately 1.0 cm in length and 6.0 mm across. The distal tip of the catheter appeared to be at about the level in the mid lower t2 vertebral body. The patient was scheduled for explant. The patient had band-like or radicular pain in the left lower extremity at l4; new or different sensory complaints or paresthesias at l4; and new or increased weakness in left lower extremity.